Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, a link break was found after the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f sheath and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The reported link separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.